Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a travel coarse error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no previous repairs. The customer complaint was confirmed and verified by checking the alarm history. The root cause of the issue was worn out clutch parts. The clutch parts were replaced. The device passed all tests after the repairs.